Event description:
It was reported that during a cholecystectomy, the tip of the instrument fell off during the case. The tip was recovered and the case was finished with a second instrument of same product code with no pt consequence.